Event description:
Eea sizer malfunctioned during case. Was able to twist the eea(end-to-end anastomosis) sizer, the green window would appear, but it wouldn't allow her to press the trigger to use it. Removed stapler from field and placed in bag then inside original box.